Manufacturer narrative:
Water found inside the device and board burnt, device unable to power up. Customer must have had power up issue. Both seals were missing. Top and bottom cases are in excellent condition. Cracked and chipped right plunger case, cracked battery door and visible contamination. Multiple components (main pc board, keypad and interconnect board) caused the problem. Fluid entered through barrel clamp assembly and contaminated boards. Replaced main pc board, key pad and interconnect board. Power up process and device passed self test. Unable to retrieve ehl due to power up issue.

Event description:
It was reported that there was water inside the device and the board burnt. No patient was injury was reported.